Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient telephoned the stryker sales representative to report that she had been implanted with an exeter stem approximately 6 years ago and that the stem had fractured requiring revision. The date of revision is unknown but the patient is currently being seen in a follow up clinic.